Event description:
The axiem stealth tracker was placed on the forehead in standard fashion, and secured with tape. The stealth registration was performed and accurate. Checked accuracy of the stealth at the start of the case, and before drilling into the skull, it was fine. Somewhere along the case, the tracker shifted, and the navigation was off. This resulted in the provider placing the shunt into the transverse sinus rather than the ventrical. He then had to do a full craniotomy, and dissect down to control and stop the bleeding. Once controlled he was able to retrace the stealth, and place the shunt. He then sent the patient for a CT and was comfortable that the bleeding had stopped.